Event description:
I use a pneumatic vest/sleeve to help keep lymphedema under control. I received my first device in (B)(6) of 2021. There was a 2 year warranty for full replacement. The device failed in (B)(6) of 2022, almost a year and a half. The company sent me a replacement which only lasted until (B)(6) of 2023-3 months. That replacement lasted until (B)(6) of 2023. 5 months. I am out of warranty and they want me to pay for a new device since medicare will only replace every 5 years. I feel the last two devices they sent me were not under a close quality control program. The company now expects me to pay for a new device and will not tell me how long it will function properly. Small trunk-gray assembly pd32-g3 size 2 chest short arm right-gray assembly pd 32-g3. Reference report: mw5146309.